Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock from the device. Device interrogation found two untreated episodes were stored in january showing the same mechanical artifact and wandering baseline that were observed in the shock episode on (B)(6). Technical services discussed the noise artifact was consistent with incomplete lead insertion, impairment of the lead, or other contact disturbances in the device header, related to a sense b node issue. X-rays were reviewed, which confirmed full insertion of the terminal pin into the device header. No noise was able to be recreated with pocket manipulation and isometric maneuvers. Technical services recommended reprogramming the vector to secondary and performing additional troubleshooting to see if any noise was reproduced and to ensure appropriate sensing. The secondary vector does not use the sense b node and could provide a solution in this case. No adverse patient effects were reported outside of the inappropriate shock that was received. The device remains implanted and in service. It was later reported that the patient will have the s-ICD system explanted and a transvenous ICD will be implanted instead. A screening was performed and found signal amplitudes that were too low in all vectors. However, it was noted the patient's physician did not believe the patient met indications for ICD therapy while the patient desired the protection of a device; at this time the s-ICD remains implanted and the patient seeks other opinions for next steps.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.